Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was of 259% of their fill volume. The patient was asymptomatic and did not experience an adverse event. The patient had a last drain volume of 5202ml and their largest fill volume was 2006ml. The reported large drain of 5202ml was 259% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported that the patient did not require medical intervention or treatment as a result of this event. The patient¿s dialysis cycler was replaced. Additional information was requested but was unavailable.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A visual inspection of the returned cycler exterior showed that the heater tray was touching the cycler cabinet. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The system air leak test and valve actuation test passed. The load cell verification was out of tolerance. The load cell bracket position was adjusted and the load cell verification test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.